Event description:
It was reported to philips that the device gave a pacer equipment service message. The customer will call back later. There was no reported patient involvement/adverse patient impact.